Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿low light and the image is blurry¿ was confirmed. It was determined that enough light volume does not irradiate due to failure of the connector, and the phenomenon ¿the image is blurry¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bad blurry image with low light due to bad cable unit. In addition, the evaluation found following issues: the connector was bad and rear cover was faded and needed replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image problem and light was not working while using camera head. The issue occurred during preparation for use of an unknown procedure. The intended procedure was completed with a similar device, with no delay. There was no patient harm associated with the event.